Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and confirmed the alleged malfunction. The rse troubleshot the unit with the customer and the issue resolved by rebooting the unit. A good faith effort response confirmed the unit produced normal audible normal sound at the time of the event. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The reported problem was not confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time. Additional information was received that the device produced normal audible sound. A speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated.

Event description:
It was reported there was a speaker malfunction. It is unknown if the device produced sound at the time of the report. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
E1: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.